Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Failed right hemiarthroplasty. Stem loose and replaced with restoration modular cone conical.

Manufacturer narrative:
Reported event: an event regarding loosening involving a reliance stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was dimensionally inspected upon return. The device is dimensionally within the specifications of igs-0030946, ver 2 inspection post machining of insertion and distal features. .-medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated that: "x-ray printouts available for review include an undated ap and lateral of the right hip demonstrating a cemented bipolar hip arthroplasty, which is reduced in nominal position with no evidence of gross loosening of the stem." "There is no evidence this clinical situation was related to factors of faulty component design, manufacturing or materials." -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the medical review concluded that there was no evidence of gross loosening present and that there was no evidence that the clinical situation was related was related to factors of faulty component design, manufacturing or materials. If additional information becomes available, this investigation will be reopened.

Event description:
Failed right hemiarthroplasty. Stem loose and replaced with restoration modular cone conical.